Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) states they had to replace the lead and battery as everything eroded. Pt states one day their back was in pain and a friend said there was small hole and something coming out of it. Pt states next day it was so bad and could see metal. Pt states they headed to the emergency room. Pt did not have date except for 2020 was the year. Pt has since resolved this and this is an old issue. Pt states they have been sent something in the past. Patient services (pss) could not locate call record, pss attempted to get date, however not provided.